Manufacturer narrative:
Device evaluation of the integrated charger has been completed. The reported problem (will not power on) was confirmed due to a defective power supply brick that had no power output voltage. The root cause for the defective power supply brick could not be positively identified. There was no adverse event that resulted from the damaged monitor.

Event description:
A us distributor reported that a battery charger was unable to power on.